Event description:
A patient reported experiencing inaccurate high results with a otu meter. The patient's blood glucose results were 6.1 mmol versus 4.8 mmol. Tests were done within 10 minutes with a difference of 24 mg/dl. Patient did not experience any adverse events. No further information has been reported.